Event description:
Surgery was completed using a type u-0405 kerrison rongeur that functioned properly as there was no complaint from the surgeon. The kerrison was sent downstairs (at the hosp) to be sterilized. The sterilization technician noticed that a pin was missing from the kerrison when they went to sterilize it. Technician contacted hosp personnel. Pt was x-rayed and the pin lost was identified as being in the pt.